Event description:
The customer observed false repeat reactive alinity s anti-hcv results for multiple donors. The repeat reactive samples undergo further testing which included a testing on the architect platform and a confirmatory testing (inno-lia hcv). The following data was provided: true-positive = alinity s anti-hcv (positive) and inno-lia (positive) false-positive = alinity s anti-hcv (positive) but innolia (negative) and architect anti-hcv (negative) year 2021 total number of donations = 181,787 number of repeat reactive samples =149 number of true-positive samples = 31 number of false-positive samples = 118 (results ranging between 10 to 95 s/co) and hcv rna not detected positive predictive value = 20.8% no impact to donor management was reported.

Manufacturer narrative:
The complaint investigation for false reactive alinity s anti-hcv results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, labeling review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances, or deviations with lot 27291be00 and complaint issue. Labeling was reviewed and sufficiently addresses the complaint issue. A review of customer field data was performed for the complaint lot. To assess field performance, initial reactive rates (irr), repeat reactive rates (rrr) and specificity (assuming 0 prevalence) were calculated for lot 27291be00. Overall reactive rates of ln 6p04-55, lot number 27291be00 across national blood center (e.ke.a), applicable peer sites and across a whole blood and plasma screening monitoring group were collected and assessed. Across the whole blood and plasma monitoring group, the customer and their peer sites, the performance for the lot is within product requirements. Whole blood and plasma screening monitoring group: 27291be00: irr: 0.063%; rrr: 0.061%; ir-rr: 0.002%; specificity: 99.939% national blood center (e.ke.a): 27291be00: irr: 0.081%; rrr: 0.075%; ir-rr: 0.006%; specificity: 99.925% peer sites: 27291be00: irr: 0.095%; rrr: 0.091%; ir-rr: 0.004%; specificity: 99.909% based on the investigation, no systemic issue or deficiency was identified. The alinity s anti-hcv reagent, lot number 27291be00 is performing as expected.section h4 - device mfg date: corrected from 23apr2021 to 21apr2021.

Event description:
The customer observed false repeat reactive alinity s anti-hcv results for multiple donors. The repeat reactive samples undergo further testing which included a testing on the architect platform and a confirmatory testing (inno-lia hcv). The following data was provided: true-positive = alinity s anti-hcv (positive) and inno-lia (positive). False-positive = alinity s anti-hcv (positive) but innolia (negative) and architect anti-hcv (negative). Year 2021 total number of donations = 181,787. Number of repeat reactive samples =149. Number of true-positive samples = 31. Number of false-positive samples = 118 (results ranging between 10 to 95 s/co) and hcv rna not detected. Positive predictive value = 20.8%. No impact to donor management was reported.

Manufacturer narrative:
This report is being filed on an international product, alinity s anti-hcv, list number 06p04-55, that has a similar product distributed in the us, list number 06p04-60. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This follow-up is being submitted to correct the following information in section e: e1 - full name corrected (B)(6). E1- phone corrected from (B)(6). E1- email corrected from (B)(6).